Event description:
Port placed in left internal jugular. Catheter found coiled in the right ventricle and was removed by interventional radiology. Pt taken to surgery for removal of port. It appears there is a fracture of the port near the snap cap site. The MFR is providing shipping materials and directions. When available, port will be returned for testing.